Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the issue was unknown. The patient had no new falls. The patient's weight at the time of the event was unknown.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of concomitant medical product: product ID 977a260, lot# , serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020. Product type lead. Analysis of the lead (B)(4) found all conductors were broken at 14.9 cm from the distal end. Analysis found that the braid was broken and protruding through the insulation. The conclusion code 67 no longer applies. The results code 3221 no longer applies. The method code 4117 no longer applies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6), implanted: (B)(6) 2019, explanted: product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Rep reported they were aware that the report came across in accurate; the lead 0-7 was explanted and they will be sending it back today.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Rtg0090211 (rep) manufacturer representative reported they saw patient earlier today and is not with patient now.. Caller reports patient had impedance issue. Electrode 0-7 was showing >40k ohms except electrode 4 normal impedance. Electrode 8, 12, and 13 was showing >40k ohms except for 9,10,11,14,15 were normal impedance. Caller reports no fall or trauma. Reviewed impedance. Reviewed rules for color code on impedance. Caller reports she has reprogrammed patient's setting.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: 2019-(B)(6) 10-15 explanted: product type lead lead codes: fdd/annex a codes: a072201 fdp clinical/annex e codes: e1705 fdp outcome/annex f codes: f1905 fdp outcome/annex f codes: f1205 fdc/annex d codes: d14 fdm/annex b codes: b20 fdr/annex c codes: c20 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6), 2020. The lead was revised on (B)(6), 2020, and impedances were checked. Electrodes 0-3 and 5-8 were "out". The patient also mentioned a burning sensation in their back at times. Regarding possible factors contributing to the event, the patient reported they had lost over 20 pounds in 2 weeks at one point, then after that they had noticed that their programmer wouldn't let them increase intensity. The patient hadn't experienced any falls. During the lead revision, it was observed that the bi-wing anchors were stacked, which may have caused extra tension on the lead. There was also a distinct right angle bend in the lead, and there was a dark spot at the point of the bend. The 0-7 lead was explanted and replaced, which was noted to have resolved the event.